Event description:
After removal of the sensor, a reddened and bruised area was observed on the flank area under the sensor.

Manufacturer narrative:
This is one of two reports for a similar incident that occurred on a set of (B) (6) twins at this site. This is the report foe twin "b". A follow-up call on 05/29 was made by a somanetics representative to (B) (6), research assistant. (B) (6) stated the bruised area had healed well. A follow-up site visit on (B) (6) 2009 was made by a somanetics representative. It was observed that twin b still had a small region of purplish bruising over the spine area. (B) (4) again stated that the bruising on both infants had healed well. The report number for twin "a" is 1831181-2009-00003. There were no functional or visible failures identified with the returned product. It is assumed, but not definitely determined that the redness and bruising may have been a result of a pressure area created by the application of the sensor.